Manufacturer narrative:
(B)(4). Concomitant medical products: 32 +3.5 cocr head. 58 trilogy liner. 32 +3.5 cocr head. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device was not released by the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent initial hip arthroplasty on unknown date. Subsequently, the patient was revised due to vertical cup placement causing dislocation. X-rays were received and reviewed. X-rays show increased lateral inclination of the acetabular cup in which the alignment of the cup is nearly parallel to the long axis of the femoral component. The superolateral margin of the femoral component does not reside within the cup but appears exposed, predisposing to dislocation. No dislocation is shown. The femoral component remains within the cup. Additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues: markedly increased lateral inclination of the acetabular cup which can predispose to dislocation. No dislocation seen on the current image. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.